Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. The following incident description was provided to caridianbct quality assurance. This complaint originated when the customer asked if there was any correlation between donor reactions and as much as possible (amap) plasma collections using the trima system. They also asked if they should be administering saline replacement solution. Caridianbct requested info from the customer on the donor reaction that occurred and was informed that a donor passed out post-procedure and hit their head on the wall. The donor did not experience any permanent negative health effects. The customer is not alleging any deficiencies with the machine or disposable.

Manufacturer narrative:
(B)(4). Complete procedural details are unk. The customer stated that this is a frequent donor and they had never before experienced a reaction like this; however, this was more volume than they had previously removed from this donor. The customer stated that there were no problems or issues during the procedure. The customer reported that the donor completed the procedure and then sat in the cantina. They had a few snacks and drinks and then went to the bathroom. In the bathroom the donor passed out and fell into a wall. The donor was taken to the hospital by ems. They were given 1l of saline and released. The customer followed up with the donor to make sure they recovered. The donor's face was sore from the fall, but they felt fine otherwise. The customer's question about a connections between reactions and amap plasma collections is logical because it is possible to remove close to 15% of a donor's total blood volume using those procedures; however, the fpt member ran a query and found no correlation between donor reaction complaints on trima accel and amap plasma collections. Additionally, the fpt member determined that there is no harm in configuring those runs to use replacement saline solution. Light-headedness and syncope (fainting) are known adverse effects of apheresis procedures performed on trima systems. (Trima, 2009) syncope episodes (loss of consciousness) can be caused by many different types of stimuli. Root cause for this incident was not conclusively determined. Potential causes for the donor's loss of consciousness include, but are not limited to, dehydration. Neither the customer nor caridianbct believe that the trima machine or trima disposable contributed to the event.